Event description:
This is filed to report difficult removal and a gripper actuation issue it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted the mitral valve had a thin anterior leaflet with a thickened tip. An ntw clip was inserted, and the mitral valve was successfully grasped. However, a remained jet was observed medial of the clip. Therefore, the physician decided to reposition the clip. While attempting to grasp in the new location, it was observed the clip became caught in the chordae. The physician inverted the clip and abruptly pulled the clip back, resulting in a small flail segment. Grasping was again performed, but it was observed the anterior gripper would no longer fully drop. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced. An additional ntw was inserted, and grasping was performed. However, mr was unable to be reduced and tissue damage started to occur on the leaflets; therefore, the clip was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the clip caught in chordae appears to be related to user technique/procedural circumstances. However, a cause for the gripper actuation issue cannot be determined. The tissue injury appears to be related to the user technique/procedural circumstances. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional device is filed under a separate medwatch report number.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close associated with a single gripper actuation issue. The difficult to remove from the anatomy could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The difficult to remove (clip becoming caught in chordae) appears to be related to user technique/procedural circumstances. The unspecified tissue injury appears to be related to the user technique/procedural circumstances. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information provided and the results of the device analysis, the observed gripper line loading tool in the device resulting in the single gripper actuation issue is a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. D10/h3: subsequent to filing the initial report, the complaint device was received. Return status has been updated accordingly. H6: removed type of investigation code 4115; added 10. Removed investigation conclusions code 67; added 4315. Component codes: added 758, 4733, 765, 424.